Event description:
The pt's scs system was explanted on (B)(6) 2011 due to claim of inadequate pain relief. The devices were returned to the MFR for analysis.

Manufacturer narrative:
Eval results: the lead was returned incomplete and showed compression damage with broken wires. No functional testing could be performed due to the rec'd condition of the device. It is unk when the lead was cut. The returned ipg passed all functional testing. This MDR is being submitted past the 30-day reporting requirement as part of an add'l retrospective review initiated in response to the (B)(6) 2011 FDA inspection. We are submitting this MDR as the result of a re-evaluation of our complaint process. Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.